Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the garment. The patient described the rash as: "reddish pink and bumpy with a slight itch". There was no alleged device malfunction contributing to the irritation. The patient's physician became aware that the patient only wears the lifevest when she is by herself and at night, due to skin irritation. The patient called her physician and was advised to use cortisone cream. The patient then followed up with her physician and he stated the rash was hives. The doctor prescribed oral steroids and oral benadryl. Follow up indicated that the prescription medication helped improve the skin irritation.